Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy both the needle and the thread of the suture broke, on a continuous suture technique, when the suture just entered the abdominal cavity from the trocar's mouth, when the suture was placed in the trocar, the needle disengaged after it was inserted. The doctor removed the device for biliary-enteric anastomosis. The device was replaced with other lot products to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted one needle and one suture. The needle was shown to be disengaged from the suture. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy both the needle and the thread of the suture broke, on a continuous suture technique, when the suture just entered the abdominal cavity from the trocar's mouth, when the suture was placed in the trocar, the needle disengaged into cavity after it was inserted. The doctor removed the device for biliary-enteric anastomosis. The device was replaced with other lot products to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy both the needle and the thread of the suture broke, on a continuous suture technique, when the suture just entered the abdominal cavity from the trocar's mouth, when the suture was placed in the trocar, the needle disengaged into cavity after it was inserted and was retrieved. The doctor removed the device for biliary-enteric anastomosis. The device was replaced with other lot products to complete the case. There was no patient harm.